Event description:
It was reported that, "pt complained of leg length discrepancy and rotation issues. Plan to revise femur, keep cup mod restoration used for femur replacement series ii liner/constrained used. No further info to be released per hospital confidentiality policy."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info (including x-rays and medical records) was requested. If add'l info becomes available, the eval summary will be submitted in a supplemental report.